Manufacturer narrative:
Loss of an antibiotic dose is reported. Customer does not respond to f/u. There is insufficient information to determine si. Will file as malfunction only at this time while capturing the missed dose. B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd unknown pivc device leaked at the adapter-tubing junction. The following information was provided by the initial reporter: the equipment has a leak at the y-shaped junction where the white part connects to the transparent tube, causing a loss of the antibiotic dose.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information